Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08488. It was reported that a patient presented for an implant procedure. During the operation, it was noted that the newly implanted left ventricle lead had high impedance and the capture threshold could not be tested. The physician removed the first lead and attempted to implant a new lead, but the new lead had the same issues. The lead was removed and replaced with a third lead. The patient had no adverse consequences.